Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure, due to desynchronization of the ventricle by exclusive stimulation of the right ventricle with the leadless implantable pulse generator (ipg). Epicardial left ventricular (lv) lead was implanted to improve the heart failure symptoms. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died. The cause of death was provided as heart congestion, multivisceral failure without possibility of improvement, with a short-term vital prognosis.